Event description:
It was reported that an nsln episode was detected. Review of the stored egms noted a false detection. Reprogramming was recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.